Manufacturer narrative:
Additional information : four (4) devices were received for evaluation. Visual inspection was performed, and it was noted that the inlet housing of the returned samples was broken apart from the outlet housing. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) one-link needle-free IV connectors came apart at the seam and resulted in a leak. This issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.